Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator generated alarms for low o2. The ventilator was investigated on site by our field service engineer (fse) and found out that the ventilator had operated for more than 5000 hours without service. 5000h maintenance kit was replaced. After replacement, the ventilator functioned properly and was cleared for clinical use. Analysis of the received device logs confirm alarms for low o2 concentration. No goods were returned for further investigation. Due to lack of information needed for the root-cause analysis, i.e. Goods, we have not been able to identify the root cause.